Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 300 mg/dl. The customer changed out the cartridge, infusion set tubing and site. A correction bolus was delivered via the pump and the bg level lowered to 105 mg/dl. The customer's current bg was 223 mg/dl. The customer thought the high bg was due to a bad vial of insulin and due to being a new pump user, the pump settings may need to be adjusted. The customer was to contact a healthcare provider to discuss the event.